Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. Unable to perform functional testing due to no button response. No unexpected vibrate anomaly noted during our testing. The insulin pump has minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The insulin pump vibrated and beeped, alarming the customer of the button error and that the insulin pump stopped delivering insulin. Her blood glucose level was 299 mg/dl and she took 17 units of insulin. An hour later the customer's blood glucose level was 300 mg/dl and she felt the insulin pump vibrate. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.